Manufacturer narrative:
Product ID: 3889-28, lot# j0340560v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Manufacturer narrative:
Conclusion (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. The patient ¿always felt¿ like their device never worked well after going through security. A second follow up report will be sent if additional information is received.

Event description:
It was reported the patient went through a security checkpoint at an airport. It was indicated they ¿felt like that messed up something¿ and added, ¿but maybe that¿s just in my head.¿ no patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).